Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, carelink pro report files do not show any insulin pump activity for (B)(6) 2016 also, unable to confirm if any manual programming occurred on (B)(6) 2016 due to overwritten event history files. Several a47 alarms at the alarm history file; the a47 alarms due to a corrupted history file. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have woken up to paramedics treating her on (B)(6) 2016 due to low blood glucose of. Customer's blood glucose was 22 mg/dl. Customer was treated with glucose. Customer reported that insulin pump did not suspend as it should have when blood glucose was 60 mg/dl. During troubleshooting, customer reported that reservoir was showing more insulin than what was shown on status screen. Customer believed that insulin pump was also over-delivering. Customer was advised that insulin pump would need to be replaced.